Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A caller reported receiving an unspecified low sensor when compared to an unspecified reading obtained from a competitor brand meter. The customer self-presented at a hospital where unspecified high blood glucose reading was obtained and the customer was provided unspecified medicine to control their blood glucose. No further information was reported as the customer refused to provide additional information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A caller reported receiving an unspecified low sensor when compared to an unspecified reading obtained from a competitor brand meter. The customer self-presented at a hospital where unspecified high blood glucose reading was obtained and the customer was provided unspecified medicine to control their blood glucose. No further information was reported as the customer refused to provide additional information. There was no report of death or permanent impairment associated with this event.